Manufacturer narrative:
(B)(4). The device was manufactured august 5, 2013 ¿ august 6, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor experienced an underinfusion. The reporter stated that the pump didn¿t empty completely, and an unknown amount of solution remained in the device. The device was filled with an unspecified antibiotic. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.